Event description:
Pt had bilateral breast implants placed in (B)(6) 2005. Pt returned to physician with a deflated implant and was scheduled for surgery (B)(6) 2012. Right breast implant was removed. Right breast replaced with saline implant.